Manufacturer narrative:
(B)(4). The review of the manufacturing record of the concomitant product used with the laser (patient interface) was completed and there are no discrepancies or defects found. The documentation shows that manufacturing assembled of the patient interface was within specifications when the lot was completed.

Manufacturer narrative:
Additional information: the patient interface (pi) concomitant product lot cp02220 was received and evaluated. Visual inspection found the returned sample had circular scribe on the cone lens, white debris and particles were also observed on the inner and outer side of the cone lens. Some residues were also observed on the inner side of the lens. These conditions could be related to the handling of the unit in a non-sterile environment. The gripper assembly passed functional clip inspection for the sample returned. Suction testing was performed using a test syringe since the original was not returned (missing). Results were found within specifications. The dimensional testing performed for cone height, parallelism, and flange thickness was found to be within tolerance.

Event description:
Surgeon reported suction loss during procedure. Surgeon replanted but could not lift a small portion. Surgeon decided to re-schedule patient to photorefractive keratectomy.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.